Event description:
It was reported that a hosp technologist incorrectly chose a worklist entry from the worklist on the CT scanner, resulting in images being sent to the wrong folder. Subsequently, it was reported that it was possible a misdiagnosis was made by the physician. The delay in the hosp's response may be related to the pt's condition, which is reported by the hosp as "brain dead", allegedly caused by the delay in treatment.